Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie was not releasing from the bus. One cubie was no longer in the bus and the other one won't release. Both cubie displayed medications loaded while there was no medication loaded. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height legacy main drawer 1 was not working due to faulty printed circuit board assembly. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie was not releasing from the bus. One cubie was no longer in the bus and the other one won't release. Cubie displayed medications loaded while there was no medication loaded. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.